Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure, this right ventricular (rv) lead was repaired. The negative terminal was stretched. It was noted in the patient's file that this rv lead damage was observed at the last replacement procedure. The lead was successfully removed from the old device, repaired with medical adhesive, and was connected to the new device. Lead measurements were tested and confirmed to be within normal limits. No adverse patient effects were reported.